Event description:
It was reported that this right ventricular (rv) lead exhibited increased capture threshold measurements and a decrease in impedance measurements, so it was revised and repositioned. This rv lead remains in service. No additional adverse patient effects were reported.